Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the device was explanted on (B)(6) 2020 and the device was discarded. The explant resolved the issue. The cause of the patient's pain remained unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). The hcp reported that the patient would have complete explant because the stimulation was causing the patient more pain. Explant was scheduled for (B)(6) 2020. No further complications were reported/anticipated.